Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by a physician that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital and appeared to have slow ventricular tachycardia (vt) that was not being treated by the device. Technical services reviewed the available data in the remote monitoring system and noted the device was programmed with a monitor only zone from 160-200 bpm, so no therapy was programmed to be delivered. At the time, the device was reprogrammed to add therapy in the vt-1 zone. However, about two weeks later, the patient received inappropriate therapy for a suspected sinus tachycardia. The vt-1 zone was reprogrammed as a monitor only zone and the detection enhancements were changed to onset/stability, as the correlation percentages for rhythmid were low. Device data was submitted to technical services for review. Technical services discussed the episodes showed variable morphologies and arrhythmias, causing the correlation to also vary. Technical services discussed adjusting the zone rate cut offs would help avoid inappropriate shocks for this rhythm, but if the patient was symptomatic with the slow vt, rate control medication might be a necessary part of the patient's treatment. No additional adverse patient effects were reported. The device remains implanted and in service.